Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed button error. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump alarmed button error and the buttons were unresponsive after it has been exposed to pool water. Button error troubleshooting was performed and unable to confirm if the time is advancing. Customer also reported to have received a constant tone and troubleshooting was performed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Findings: pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart alarm error test. Pump passed all operating currents tested within the spec range and passed off no power test. Pump received with moisture damage on electronics and motor assembly, cracked battery tube thread, cracked reservoir tube lip and minor scratches on display window noted.